Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 23-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint comp (B)(4). Device not returned.

Event description:
It was reported that oxygen was not supplied to a patient properly associated with the use of a closed suction catheter. The suction catheter was replaced for a new one with no patient injury. Additional information received on 23-jan-2019 from the hospital stated that the incident seemed to be because of the connection between the male double swivel elbow and the flex connector. There was an air leak from the connection. It was noted that they were connected firmly, so there was no disconnection and the event was only an air leak.

Manufacturer narrative:
Avanos medical received one used suction catheter and one used flex connector. No product packaging was received. The sample was evaluated and the reported failure was confirmed. The root cause was attributed to a manufacturing related issue. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 18-feb-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc product is defective or caused serious injury.